Event description:
Event description guidant received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) was 3.07 volts on december 5, 2005 and has dropped to 2.69 volts, currently. The device has not delivered any shocks and the patient is not requiring any unusual pacing. The local guidant rep is concerned that the device is depleting prematurely. A memory dump was performed and saved to a disk which was returned for engineering analysis.